Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event due to the limited scope of the study. Rabbone, I, et al. " insulin pump failures in (B)(4) children with type 1 diabetes: retrospective 1-year cohort study" diabet. Med. 2017 34:5 (621-624).

Event description:
<P style="margin: 0in 0in 8pt;">in a study regarding insulin pump failure and/or malfunction requiring replacement evaluated pump replacement in children and adolescents with type 1 diabetes using insulin pump therapy. Data were collected for participants younger than 19 years, starting insulin pump therapy before 31 december 2013. In total, 1574 of 11 311 (13.9%) children and adolescents with type 1 diabetes were using an insulin pump: 29.2% product a, 9.4% medtronic (B)(4) 715/515¿, 34.3% medtronic minimed veo, 24.3% product d and 2.8% other models. 2013, 0.165 insulin pump replacements per patient year(11.8% due to pump failure/malfunction and 4.7% due to accidental damage) were recorded. The study concluded that insulin pump failure/malfunction and consequent replacement are aligned with rates previously reported and higher in more sophisticated pump models.</p>.